Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the imaging system was starting to get a ring artifact in the image. The site wanted someone to take a look and show them how to do the fluoro and rad gain calibrations. No patient was present. It was later noted that the site was able to complete the calibrations successfully. It was clarified that the calibrations were done after the event and no troubleshooting was done at the time of the event. It was noted that the site had this same issue previously and the calibration also resolved it then. It was reported that the site was not performing the calibration every 30 days as they should have been. The site was walked though performing the calibrations so they knew how to do it moving forward.